Event description:
Ventricular lead fracture noted at 12 week post hospital visit. Chest x-ray showed the active fixation helix had disconnected from the distal part of the lead. Pt is pacer dependent and lead was not functioning at maximum output.